Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2019-02364.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2019-02364.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet bearing, cat# ep-200160, lot# 211710; biomet g7 cup, cat# 110010271, lot# 3983154; biomet liner, cat# 110024467, lot# 058910; biomet stem, cat# 11-301300, lot# 946930; biomet taper, cat# 11-300920, lot# 013480. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -02359; 0001825034 -2019 -02358.

Event description:
It was reported patient underwent a closed reduction of a dislocated right hip approximately 1 year post implantation. It was further reported that during the reduction, the g7 bearing disassociated from the biolox head. This led to a second revision of the right hip. It was noted estimated blood loss of 100ml, subfascial adhesions noted due to previous incisions, reddish synovial fluid noted (unremarkable), anterior osteophytes noted around the acetabulum, well-fixed acetabulum and femoral stem, adductor tenotomy performed due to limited range of motion per patient anatomy, no intraop complications noted. Attempts have been made and additional information on the reported event is unavailable at this time.